Manufacturer narrative:
Device inspection found deformation of s-connector and el connector, water tightness is lost. The customer reported issue was confirmed. Furthermore, nozzle and distal end found with foreign objects. Nozzle was found clogged. Due to clogging of nozzle, water removal ability does not meet the standard value. In addition, device inspection findings noted the following defects: ccd unit has black dots, due to damage, the specified resolving power is not obtained. Angle wire has wear and play. Does not meet the standard value. Adhesive a-rubber detached. Connecting tube has peeling. Ig connector has a cut and connecting tube wrinkled. Light guide lens were dirty and scratches. Objective lens has a scratch. Scope connector and cover has scratch and dirty. Universal cord has scratch and scope side dirty. Switches dirty and scratched. Investigation is ongoing. This report will be supplemented accordingly following completion of investigation.

Event description:
As reported, customer found connector leak during a routine inspection. There is no patient involvement associated on this event. No user injury reported. Device evaluation found foreign material on nozzle and distal end. This report is being submitted for foreign material found on nozzle and distal end.

Manufacturer narrative:
Correction to date rec¿d by MFR of the initial medwatch. The aware date should be 12-jan-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the nozzle was clogged with foreign materials such as body fluids of a human body, solidified materials of used chemical solutions, etc. And such foreign materials adhered to the endoscope¿s distal end. A definitive root cause cannot be identified. Users can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU). "Inspection of the endoscope : inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Users can decrease/prevent the suggested event by handling the device in accordance with the following IFU. To prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure." Olympus will continue to monitor the field performance of this device.